Manufacturer narrative:
The returned product was evaluated and no malfunction or mfg deficiency was detected. There was, however, an air bubble found in the insulin reservoir, which typically occurs during the fill process. The omnipod user's guide instructs users on proper filling technique and includes the following warning: "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. User error, therefore, is considered to be a contributing factor to the customer's reported high blood glucose levels. Insulet has initiated an internal investigation to determine if marketing can improve education and training related to this topic. The investigation is in-process as of the date of this report.

Event description:
Pt stated he had blood glucose last night of over 500 mg/dl and took a manual injection which brought it down to 320 mg/dl before he removed the pod. He though the cannula may have pulled out of his skin.